Event description:
Routine complaint identified an incorrect calibration code being used in a meter after a customer called complaining of high readings. The incorrect calibration code, if used to perform an assay, could result in higher than expected readings. These results under certain conditions, could have adverse clinical effects. No injuries were reported in the field. The customer admitted to not calibrating the meter in the six years of using it.